Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. A receiver test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed, and a "shutdown receiver due to power low at 11% battery capacity" was observed. An internal visual inspection was performed and passed. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined.